Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The right internal iliac artery was embolized by plugs and covered by a contralateral leg endoprosthesis as planned. It was planned to push up the ipsilateral leg to the bifurcation of the left external and internal iliac artery when the leg was deployed. However, the physician deployed the leg without viewing the position regarding to the left side by accident. The left internal iliac artery was unintentionally covered by the endoptosthesis. After that, intra-procedure angiography showed a type ii endoleak. Reportedly, collateral flow from the superior mesenteric artery to the internal iliac artery was confirmed. The physician elected to monitor the patient and concluded the procedure. The patient tolerated the procedure.